Event description:
Prime vigilance notified teoxanes of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with 0.5 ml of rha4 in nasolabial folds(nlf). The injection was done with the needle provided in the box. The same day, the patient experienced a vascular occlusion in the injected areas, that was diagnosed as such only the following day, on (B)(6) 2023. The patient came back to the clinic and was immediately treated with 2 vials of hyaluronidase (hylenex), which improved the symptoms. According to latest information received, symptoms were resolving. Despite several reminders, no additional information could be retrieved at the time of this report.

Manufacturer narrative:
According to the information received, a patient experienced vascular occlusion after injection. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.